Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the third firing for lobectomy, the surgeon confirmed the green button was flashed, then pushed the center control button down, however the error sound was heard and could not fire the device. There were other successful fires with the device. No patient injury.